Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the right atrial (ra) lead was fractured.

Manufacturer narrative:
Product event summary: the distal segment of the lead was returned and analyzed. The distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo and was observed to have blood ingression.

Event description:
It was reported that, during a procedure, a lead was explanted and replaced for oversensing noise on electrograms. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).